Manufacturer narrative:
On (B)(6)2020, mentor became aware that this reportable event information was received in error, mentor is not the manufacturer of the suspect medical device. The suspect medical device was manufactured by allergan. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with an unknown mentor saline breast implant has experienced postoperative left-sided implant deflation. Patient noticed the left breast was flat, and deflation was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.